Event description:
Implant attempt - lead impedance 3992 ohms and non capture. No patient complications were reported as a result of this event. Edited the device was not implanted. No patient complications have been reported as a result of this event. The device was not implanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead returned. Visual inspection: it was noted that blood/body fluid was observed on the distal conductor.